Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure using a glidescope core smart cable, the image was intermittent and blacked out. The customer further reported that the hdmi side of the cable was loose and broken. No delay in the procedure, use of a backup device, or harm to the patient was reported.